Manufacturer narrative:
Product ID: 435135, serial# (B)(4), implanted: (B)(6) 2005, explanted: (B)(6) 2008, product type: lead. Product ID: 435135, serial# (B)(4), implanted: (B)(6) 2005, explanted: (B)(6) 2008, product type: lead. (B)(4).

Event description:
It was originally reported on (B)(6) 2008 that the patient had abdominal pain and ¿felt like she could feel the device.¿ the patient had surgery on (B)(6) 2008 and a fractured lead was found. The lead was replaced and the patient recovered without sequela. Additional information received reported that the lead was replaced due to a crack. The patient stated that she had not done anything to cause it.